Event description:
It was reported via telephone call that the customer blood glucose had been running high lately and that she had been taking more insulin than usual. The blood glucose reading was over 500 mg/dl. The customer declined to run a high pressure test and stated that insulin was being delivered. It was reported that the high blood glucose may have been due to stress or lifestyle changes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.